Event description:
It was reported that "midline kit inserted on (B)(6) 2024 in surgery room. The valve from the kit had to be changed after 48 hours because it was no longer letting the infusions flow. Indeed, the valve membrane seemed to have been pushed and was not returning to its original position, making it difficult, if not impossible, to inject. No consequences for this patient after changing the valve, but it may be mistaken to think that it's the midline that's occluded. The valve was discarded. According to the department's nurses, this is not the first time that a valve from a midline kit has malfunctioned." The patient's current condition is reported "unknown". Associated MDR numbers include:3006425876-2024-01095.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "midline kit inserted on (B)(6) 2024 in surgery room. The valve from the kit had to be changed after 48 hours because it was no longer letting the infusions flow. Indeed, the valve membrane seemed to have been pushed and was not returning to its original position, making it difficult, if not impossible, to inject. No consequences for this patient after changing the valve, but it may be mistaken to think that it's the midline that's occluded. The valve was discarded. According to the department's nurses, this is not the first time that a valve from a midline kit has malfunctioned." The patient's current condition is reported "unknown". Associated MDR numbers include:3006425876-2024-01095.